Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and bipolar disorder ("bipolar and anxiety exacerbated by stress of frequent illnesses") in a 41-year-old female patient who had essure (batch no. A606113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder disorder, burning micturition, back pain, feeling abnormal and shortness of breath. No significant histopatnologic abnormahty, no cervical tissue present for evaluation. Previously administered products included for an unreported indication: narcotic dependence -suboxone. Concurrent conditions included irritable bowel syndrome, hypertension, obesity, bladder infection, abdominal pain, rectal bleeding, menstruation abnormal, red colored stools, asthma, migraine, aneurysm of aorta, ischemia bowel, cyst, itch, syncope, chronic lumbago (without any radiation to the legs), vomiting, vomiting, abdominal pain, abdominal pain, fever, chills, increased urinary frequency, pain menstrual, adenomyosis, uterine bleeding, suicidal ideation (past 2 days.), uti, crohn's disease and drug dependence. Concomitant products included aciclovir, alprazolam (xanax), amlodipine (norvasc), fluoxetine hydrochloride (prozac) since 2016, gabapentin, oxcarbazepine (trileptal), promethazine, vicodin (norco) and zolpidem tartrate (ambien) since 2014. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergic or hypersensitivity reaction ¿ rashes"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("bipolar and anxiety exacerbated by stress of frequent illnesses"), stress ("bipolar and anxiety exacerbated by stress of frequent illnesses"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure/supracervical robotic laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed in 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dermatitis allergic, nausea and abdominal pain lower had resolved and the bipolar disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, depression, anxiety, stress and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, anxiety, bipolar disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, stress, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, 2015. At the end of the procedure the right cornua had 3 visible coils and the left had 3 visible coils. Diagnostic results: on unspecified date were ultrasound was performed essure seen and in proper location, uterus and ovaries appear nml. Most recent follow-up information incorporated above includes: on 31-oct-2018: medical records received, new reporter,patient concurrent condition and essure lot and concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome. Concomitant products included alprazolam (xanax), fluoxetine hydrochloride (prozac) since 2016, vicodin (norco) and zolpidem tartrate (ambien) since 2014. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("allergic or hypersensitivity reaction ¿ rashes"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression"), bipolar disorder ("bipolar and anxiety exacerbated by stress of frequent illnesses"), anxiety ("bipolar and anxiety exacerbated by stress of frequent illnesses"), stress ("bipolar and anxiety exacerbated by stress of frequent illnesses"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure). Essure was removed in 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, nausea and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, fatigue, migraine, headache, depression, bipolar disorder, anxiety, stress and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, stress, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, 2015 most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drugs and events- abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction ¿ rashes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines, headaches, nausea, psychological or psychiatric problems ¿ depression, bipolar and anxiety exacerbated by stress of frequent illnesses, bipolar and anxiety exacerbated by stress of frequent illnesses, bipolar and anxiety exacerbated by stress of frequent illnesses, vaginal discharge, lower abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident": no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.